Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe had contact marks which indicated that the probe and the grasping section came into contact. The grasping section had contact marks which indicated that the probe and the grasping section came into contact. The tissue pad was worn and partly peeled off. Investigation was carried out by connecting an aomori olympus usg-400, td-sb400 and the returned device. The probe check was conducted, and result indicated no abnormalities. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. 1. Since ultrasonic waves were output with the grip closed (including after the tissue was cut) without gripping the tissue, the tissue pad was worn, and some peeling occurred. 2. The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. 3. The probe the ultrasonic wave was output while the grip and the probe were in contact with each other. In addition, contact marks were generated and the probe damage error occurred. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed, the product name was sb-0535fc. Lot no. 11k supplementary information was 14. The tissue pad was worn and partly peeled off. There was a contact mark on the tip of the probe. There were no scratches or contact marks on the non-insulated part. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from user facility that the tissue pad was peeled off during the therapeutic procedure. Details such as the error display are unknown. The intended procedure was completed with another device. There was no patient injury reported.